Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the company representative. There were no symptoms reported by the patient or the managing physician. It was noted that during the revision the physician opened the pocket, disconnected the catheter from pump, tried to aspirate directly from catheter connector and found slice type opening on the catheter connector near the sutureless connector area. The physician replaced the catheter connector and then was able to aspirate cerebrospinal fluid (csf). The replacement pump was attached and csf was aspirated again through the catheter access port on the replacement pump. The physician subsequently reduced the daily dose from that which was previously programmed in the old pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-19, information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone hcl (2 mg/ml at 0.30 mg/day) via an implantable pump for non-malignant pain and peripheral neuropathy. On (B)(6) 2015, the patient's pump was replaced to avoid in-vivo battery depletion as it was nearing end of service (eos). During surgery, the surgeon tested the catheter with an 8540 catheter access port kit prior to patient positioning, there was no cerebrospinal fluid (csf) return, so they decided to replace the catheter as well. The patient recovered from surgery with no evidence of sequelae. Additional information has been requested regarding the cause of the event, symptoms, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.